Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed displacement test. Unit failed leak test, unit leaked at a crack at the battery tube threads. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. Pump error alarmed during self-test and confirmed in insulin pump history with variable (003) due to cold solder joint at keypad assembly. Unit was received with faded serial number label. Unit was received with stained keypad overlay. Unit was received with minor scratched display window and case. Unit was received with a hair line cracked at the battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that according to the customer's parent, the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. It was reported that the buttons were hard to press and had to be pressed for a while to work. It was also reported that the insulin pump was not exposed to high altitude. It was reported that replacement will be requested. The insulin pump will be returned for analysis.